Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her verio iq meter would not turn on. The complaint was classified based on information obtained by the customer service representative (csr). The patient reported that the alleged meter issue began at 5.30 pm on (B)(6) 2018. The patient reported that she manages her diabetes using lantus insulin, and that she made no changes to her normal diabetes management regimen. The patient alleged that just after the issue began (exact time unknown) she developed symptoms of ¿shaking¿. The patient confirmed no treatment was required/received, in response to the symptoms. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did not turn on. When the power button was pressed for at least 10 seconds, the meter did not power on. The csr noted the patient had not noticed the battery indicator appearing, that the patient was able to carry out a rapid charge, but the meter did not turn on after the rapid charge. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.